Event description:
Meter name: one touch basic original. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A patient reported their fingers are sore due to the number of times they have to lacerate their fingers. Their meter allegedly would only prompt not enough blood message and redo check. The patient was unable to test on their meter. Patient was not treated. No further information has been reported.